Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The insulin pump would take longer on rewind, the alert sound was not as loud, and the buttons were less responsive. The customer stated that the battery would last for only 2 weeks. The device will not be returned for analysis.